Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: implanted dtmb1d1 crt-d (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.